Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving an unknown brand of baclofen at an unknown concentration and dosage via intrathecal drug delivery pump. Indication for use was intractable spasticity. It was reported the patient had a long history of spasticity secondary to multiple sclerosis. The patient was managed between two locations as the patient resides part of the year in pennsylvania and part of the year in florida. The patient was experiencing the following after refills: extreme sedation, drowsiness, nausea, light headedness, blurred vision, chest heaviness. The physician reportedly removed the baclofen and filled the pump with saline and set the dose to minimum rate. Other reports from the consumer's wife indicated that at one point 2000 mcg/ml concentration baclofen was mistakenly placed in the pump instead of 500 mcg/ml concentration. The drug reportedly came in compound form from a compounding pharmacy. It was unknown with any certainty as to whether errors were made regarding concentrations of drug, programming, or pump issues. It was unknown what environmental/external/patient factors that might have led or contributed to the issue. Per the physician, his plan was to check logs of the pump. He would also remove all drugs/saline from the reservoir and rinse before filling with saline. He planned to run the pump with saline for a time and then empty the pump to compare expected versus collected to investigate any infusion issues. A dye study was already performed and was negative so he did not plan to repeat the study. At that time, if he found it appropriate, the physician would then fill with lioresal and titrate accordingly. He planned to complete all of those steps in monitored setting at the rehab hospital where he managed intrathecal baclofen (itb) patients. The patient was to be admitted to a rehabilitation hospital where he would troubleshoot the problem before resuming therapy if appropriate. Surgical intervention did not occur nor was it planned. The patient¿s weight was unknown. The patient status at the time of the report was alive ¿ no injury. The issue was not resolved and there were no further complications reported/anticipated. Patient's medical history included: multiple sclerosis, chronic pain, degenerative disc disease, "lbp", muscular dystrophy, spastic paresis, hypertension, hyperlipidemia, compression fracture l1 with subsequent kyphoplasty. Additional information received from the hcp via the representative on (B)(6) 2017 reported it was an ¿unknown intrathecal baclofen drug in the pump due to potential errors for the type/concentration/compounding of baclofen, etc.¿. The patient was new to the clinic with no previous information known. The patient was admitted for monitoring while the doctor performed the procedure for today ((B)(6) 2017) performing a system content removal procedure, but when the doctor attempted to aspirate via the catheter access port (cap) he could not get good flow/only less than 0.5 cc was aspirated. The drug was previously programmed as 500 mcg/ml baclofen. The patient was new to the doctor and the errors that occurred. The doctor though it could be 2000 mcg/ml that was in the reservoir. Preservative free normal saline was placed in the pump reservoir 20 minutes ago with also a proper rinse done per the representative. The representative called back that day with the doctor conference on the call to review additional information. The new doctor was uncertain what type/concentration of baclofen was in the drug was in the pump and was wondering if programming a prime of 0.1 ml to 0.2 ml would speed up the duration of the modified bridge bolus being he was able to aspirate 0.5 ml via the cap that day. The representative stated the pump had been programmed to minimum rate since (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-jun-13. The patient was in for an appointment on (B)(6)2017. They filled up the pump with 500 mcg/ml lioresal at a dose of 25 mcg/day. The representative wanted assistance programming the pump to clear the saline that was in the catheter and tubing and have the new drug hit the tip of the catheter around 6 am on (B)(6)2017.